Manufacturer narrative:
Other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016: product type: catheter. Patient code: (B)(4) applies to both the pump and the catheter. Device code: (B)(4) applies to both the pump and the catheter. Eval code-conclusion code 92 applies to both the pump and the catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that healthcare professional (hcp) was doing an evaluation because the pump and catheter are not working right. It was mentioned hcp might remove them or reposition them. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.